Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer failed to register. The field service engineer (fse) had found that the drawers 3.1 and 2 failed. The field service engineer had resolved the issue by reseating the pyxis bus, rowboard cable and tested the device functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a entire drawer registers as failed storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.